Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown the 510k: this report is for seven unknown 2.7mm variable angle (va) locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. (Therapy date): unknown. Four of the screws were able to be explanted, but three of them had part of the screw remain in the patient and are not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with an unknown anterolateral distal tibia plate and an unknown medial distal tibia plate on unknown date. As part of the initial treatment plan, the patient was returned to surgery on (B)(6) 2016 for removal of all hardware and revision to an ankle distraction system. During the procedure to remove the existing hardware, it is reported that the heads of seven (7) of the 2.7mm variable angle (va) locking screws broke off during removal. It is further reported that four (4) of the broken screw shafts required an extraction device to remove them from the patient¿s bone, while three (3) of the screw shafts remain embedded in the patient. The surgery was delayed approximately one (1) hour due to this issue. The procedure was completed successfully with no further harm to patient. Concomitant devices reported: anterolateral distal tibia plate (part number unknown, lot number unknown, quantity 1), medial distal tibia plate (part number unknown, lot number unknown, quantity 1). This report is for seven unknown 2.7mm variable angle (va) locking screws. This is report 1 of 1 for (B)(4).